Event description:
It was reported that the patient with this inflatable penile prosthesis experienced pain and discomfort in the left pelvic area. A surgical procedure was performed to remove and replace all the components. The reservoir was implanted in the contralateral side of the previous one. There were no device issues and no further patient complications reported.